Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A f/u report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Affiliate reported that in 2004, the device was implanted via v-p shunt. On (B) (6) 2010, it was found that the ventricles of the pt's brain became enlarged. The doctor tried to change the pressure, but the device could not reprogram. As a result on (B) (6) 2010, the device was replaced.